Event description:
The customer opened a new box of contour next strips and found the cap open on the bottle. Exposed strips can compromise performance.no adverse events were alleged.new strips were sent to the customer.